Manufacturer narrative:
Xray was performed to verify the location of the implanted leads. Images confirmed left lead was in the desired location, however the right lead had migrated laterally out of the desired stimulation zone. Initial attempts were made at obtaining pain relief without surgical intervention, however this was not successful for this patient. The leads were able to be moved to the desired location without damaging or replacing any of the implanted components.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. On (B)(6) 2022, during a follow up visit, the patient reported no pain relief since the activation of the nalu system. It was initially thought that potentially the external therapy discs may be faulty, thus they were replaced in (B)(6) 2022. Patient continued to report lack of pain relief and ultimately a surgical procedure was performed on (B)(6) 2023 to move the implanted leads into a more optimal position to target the desired nerves.